Event description:
During a ptca/stent proceudre, the stent became dislodged in the patient as noted on the fluoroscopy and the stent was lost in the patient's anatomy. It was reported that the dislodgement was caused by the way the device had to be handled in what was a very calcified lesion. A lot of resistance was felt during advnacement of the device. The stent delivery system (sds) was withdrawn and discarded. The patient was reported to be doing well after the procedure.